Event description:
The patient was being treated for a 2-3cm lesion. The physician began by using the "flowcardia" device, clearing all four quadrants one at a time, followed by lasing with the turbo tandem. Nearing the end of the procedure a small dissection was noted on fluoroscopy. The physician ballooned and stented the vessel with a good result. There was a notable saline leak coming from the guidewire port on the turbo tandem. The physician also reported a visible light coming from the proximal coupler, however this did not pose a problem during the procedure. The patient's recovery was uneventful and was discharged with no reported post-operative complications. This event was initially determined by spnc as non-reportable based on the preliminary information provided to the manufacturer. Following an internal audit that concluded on 27sep2010, spnc has determined, upon further review, this case be reported as an adverse event to the FDA based on presence of a dissection.

Manufacturer narrative:
On wednesday, april 07, 2010, the engineering investigation team reviewed a turbo tandem device ((B)(4)) returned from (B)(6) hospital. This device was investigated under (B)(4), stating that the device's guidewire port became detached. Upon inspection of the device it was verified that the guidewire port was indeed completely detached from the catheter. There were no obvious manufacturing defects noted. The proximal coupler appears to have been exposed to saline. This most likely occurred when the inner lumen was subjected to excessive pressure, allowing saline to drip onto the coupler. The "light" seen by the physician was most likely the result of the saline dripping on the proximal slide creating a fluorescence of light when the laser was activated. A medrad system was reportedly used to infuse saline through the inner lumen. The engineering analysis concludes that the guidewire port of the device appeared to have been subjected to excessive tensile forces and pressure prior to or during the procedure, resulting in the port detaching from the handle section of the device.